Event description:
A customer has been reporting acetaminophen (acet) patient results in ug/ml measuring units while the results should have been reported as mg/dl on their atellica ch 930 instrument. Specific patient sample identification and results were not provided by the customer. There are no known reports of patient intervention or adverse health consequences due to the incorrectly reported acetaminophen patient results.

Manufacturer narrative:
A united states (us) customer reported incorrect acetaminophen (acet) patient results obtained on their atellica ch 930 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information provided. Investigation identified that the customer has misconfigured their laboratory information system (lis) which sets their atellica results. The customer has configured their lis system to convert all atellica acetaminophen results from mg/dl to ug/ml. The customer failed to input the necessary unit conversion between the mg/dl to ug/ml for their reported acetaminophen result. Siemens concluded that the cause was a user error. The customer resolved the issue by configuring the lis system to convert the proper units. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2022-00156 was filed in conjunction to this report.